Event description:
It was reported that a spectrum pump would not accept IV tubing. During baxter's eval, a constant door not fully latched alarm was observed. It was also reported that there was no pt injury or medical intervention.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm a door not fully latched alarm through eval and the event history log. It was determined that the alarm was caused by a loose upper link screw. When the screw was adjusted the door performed as expected. The link screws were replaced.